Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and a rotawire were selected for percutaneous coronary intervention (pci) procedure. The burr advanced to the lesion on dynaglide mode. The rotawire kept trying to jump forward while the burr was advancing, and the physician had a good hold on the distal end of the rotawire. After a quick single pass, the physician proceeded to remove the burr on dynaglide mode, however, the burr was stuck in the rotowire inside the patient during removal. The rotapro and the rotawire were pulled out and removed together as one unit from the patient. The procedure was completed successfully with another rotapro and rotawire devices. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotowire ic. The rotapro device used in the procedure was returned with the rotowire device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 95 cm from the proximal end of the rotowire. Functional testing was performed using the returned rotowire. During testing, the returned rotowire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotowire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and a rotawire were selected for percutaneous coronary intervention (pci) procedure. The burr advanced to the lesion on dynaglide mode. The rotawire kept trying to jump forward while the burr was advancing, and the physician had a good hold on the distal end of the rotawire. After a quick single pass, the physician proceeded to remove the burr on dynaglide mode, however, the burr was stuck in the rotowire inside the patient during removal. The rotapro and the rotawire were pulled out and removed together as one unit from the patient. The procedure was completed successfully with another rotapro and rotawire devices. There were no patient complications reported.